Event description:
(B)(4). Initial report: this non-serious spontaneous case from (B)(6) was reported by a consumer (with an unk relationship to the pt) via a company rep (call center) and forwarded by our local affiliate (B)(4). This is the third of 3 cases reported by the same consumer. Refer to cases: (B)(4). This case involves a male, pt, (age nos), who was submitted to poly-l-lactic acid (sculptra) session on an unk therapy dates, indication and dosage. Around 7-10 months ago ((B)(6) 2008), the pt had developed visible subcutaneous nodules. Action taken with poly-l-lactic acid, event outcome and corrective treatment given if any are all unk. No further info is available.

Manufacturer narrative:
(B)(4). Outcome: unk. Addendum for follow-up info received on 02-jul-09: (B)(4) revealed: brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in (B)(4). The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable.